Event description:
The patient called in and reported that he had suffered 3 corneal tears. Attempts to follow up with the patient for more information and treatment were made with no reply to date. This is being reported as an unconfirmed tear.

Manufacturer narrative:
This is being reported as an unconfirmed tear. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of treatment or outcome of patient. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.